Event description:
Please note: this report pertains to the second of two devices that failed during the same procedure. Refer to manufacturer report # 3005099803-2008-05523 for a description of the second device. It was reported to boston scientific corporation on september 29, 2008, that a gemini stone retrieval paired wire / helical basket was used during a ureteroscopy procedure in 2008. According to the complainant, following the initial use, the gemini basket failed to close while outside of the patient's anatomy. The procedure was completed with another gemini basket. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.